Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the facility.